Manufacturer narrative:
An abbott field service representative visited the customer site to inspect the accelerator automated processing systems (aps). The customer had taken the centrifuges offline and after repairing the gripper, the fsr initialized the track without bringing the centrifuges online. Additional unspecified issues occurred after the customer tried to pull all the tubes from the track; the fsr noticed the tubes were being uncapped and without being spun. The fsr tried to retrieve them but a few of the tubes had already made it to the analyzer. There were no returns available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The instrument logs were reviewed and found that the instrument was functioning as expected. When the centrifuges are set offline, the input / output module is automatically set offline to advise the user that routine tubes will be considered prespun until the centrifuges are set online again. A pop-up on the automation screen notifies the user of the configuration changes. The accelerator automated processing systems operations manual contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Use error may have contributed to the customer's issue as unspun tubes were loaded while the centrifuge modules were manually set to offline. Current labeling within the operations manual states when the configuration of the centrifuge modules is set to offline or transitioning to offline, the system automatically designates the loaded sample tubes as prespun.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer called to report an error code 51 (gripper is stuck) being generated on the automated processing system input/output module (aps iom). Four days later, the customer called back to report that uncentrifuged samples were presented to the architect analyzer for processing. The lab pathologist reviewed the results for 10 patient samples affected by this issue and found only one set of results considered to be discrepant: male, (B)(6) infant generated an initial architect tsh assay result of 0.05 uiu/ml. The sample retested at 1.54 uiu/ml. The customer uses a normal reference range for this assay of 0.35 to 4.90 uiu/ml. This issue only occurred once. It was verified that no patient management was affected by this issue.